Event description:
Litigation alleges that patient experienced excessive levels of cobalt and chromium in the system.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. It was also noted that during the revision surgery, thick fluid was present and infection was suspected.

Event description:
Litigation alleges that patient experienced excessive levels of cobalt and chromium in the system. Update litigation alleged the patient suffered pain, weakness, difficulty performing daily living activities and other injuries as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/31/2014- medical records were obtained. Medical records indicate patient was revised due to a clicking/popping sensation. Upon revision, purulent fluid in the hip joint, no bony growth in the cup and osteolysis were noted. A cement spacer was implanted pending test results for possible infection. No record of results were provided. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/22/2014.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any and evidence of product contribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.